Event description:
During a diagnostic angiography of the left ventricle, the coating on the kayak guide wire came off. The physician used a 5f 11 centimeter introducer sheath for vascular access. After introducing the kayak guide wire, the physician advanced a 5 fr pigtail catheter. Slight resistance was noted upon withdrawal of the kayak guide wire. After the kayak guide wire was completeldy removed from the pt, it was noted that a 15 cenimeter piece of wire coating remained attached to the pt catheter tip, and it migrated into the renal artery. Attempts to retrieve the guide wire coating with a snare were unsuccessful. The pt was treated with anticoagulation therapy, and suffered a partial kidney infarct. The wire remains in the pt and is not able to be removed. The pt's current status is reported as 'good'.